Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that an order was placed for a replacement processor pca. The device was not in use on a patient.

Manufacturer narrative:
.

Event description:
It was reported to philips that an order was placed for a replacement processor pca. The device was not in use on a patient. Further information was provided that this was a spare part ordered for stock only. There was no malfunction.